Event description:
It was reported that the bd eclipse¿ needle became detached. The following information was provided by the initial reporter: needle became detached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle became detached. The following information was provided by the initial reporter: needle became detached.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.